Event description:
During a consumer call to baxter on (B)(6) 2011, the death of the homepatient (hp) on (B)(6) 2011 was reported. The consumer stated that the cause of death was peritonitis. Onset of symptoms and the treatment were not reported. Upon a follow-up call with the nurse, the date of death was confirmed, but the cause of death was unknown. Peritonitis was not confirmed to be the cause of death. It was not reported if an autopsy was performed. Pd therapy was ongoing at the time of death. On (B)(6) 2011, baxter received additional information from the nurse. The day preceding the death, the hp was admitted to hospice care and died within 24 hours. She stated that pd therapy had most likely been discontinued but the time and date of discontinuation was unknown.

Manufacturer narrative:
(B)(4). Clarified information received from the facility nurse on (B)(6) 2011 indicates: the patient experienced peritonitis on (B)(6) 2011 and was hospitalized. The type of peritonitis is unknown. No further information is available.

Manufacturer narrative:
(B)(4) - as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted should additional information become available and/or upon the completion of baxter's investigation. This is the first of three reports associated with this event.

Event description:
.

Manufacturer narrative:
(B)(4) - a batch review was performed for potentially associated lots h11a05145 and h11a22041 with no issues noted during the manufacturing process. Root cause could not be determined based on information available in this complaint report. Similar reports have been received for the reported problem. The root cause investigation is in progress.